Manufacturer narrative:
E1 - (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope error e315. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: liquid passed into the scope connector which caused scope error e315. The most probable cause of the reported issue is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a noisy image. The issue was discovered during inspection for use. There were no reports of patient involvement.